Manufacturer narrative:
Vyaire complaint reference number: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported high pip (peak inspiratory pressure) on the avea ventilator. The customer confirmed that there was no patient involvement associated with the reported event.